Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had both an motor position encoder error alarm and more than one motor error alarm in alarm history. Customer stated that they are unsure if the drive support cap was damaged. Customer stated that they were able to clear alarm and rewind. Displacement verification test passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.